Event description:
Medtronic received a report that the black markings on the tube tip were no longer visible, effecting tube tip placement. The customer reported there was no patient injury related to this event.